Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that all of a sudden the controller was on the fritz. Pt noted that they had a 97745nt controller. Pt said that they had groups a, b and c and that b was set up for adaptivestim, but b didn't work at all as the therapy would literally shut off. Pt noted that they waited about six months or less to have adaptivestim programmed. Pt said that c would go for a little while but then would go down and then would intensify big time for about ten to fifteen seconds and then would drop back down and then last a little while so the therapy was really erratic. Pt said that the device had problems charging before as the device would shut off when charging and different things, but the issues had progressively gotten out of hand. Pt said that on b the message settings not available cannot provide desired settings appears. Pss reviewed screen meaning with the pt. Pt denied any falls/trauma to the ins area. Pt said that they couldn't provide an approximate date of when the issues first started, but last week was when the massive problem started with the settings not available message and the therapy shutting off all of a sudden. Pt said that they left a message for rep last friday and also yesterday. Pt will try to contact the other reps to further address the reported issue. Pt noted that they had only seen hcp twice and that hcp was for pain management.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt reported that they had no accidents but the implant just quit working all of a sudden over a 2 week period. Pt said they called their clinician and troubleshooted with them but it did not work and they met with them in person on (B)(6) 2023 to readjust. The issue was resolved. Pt said it seemed that one of their leads had a blockage (tissue or blood covering it). Pt said the clinician was able to shift over and readjust all the readings with their controller. Pt said everything seemed to be working now.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.